Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced injuries. He stated that the device was not working and was broken. The device deflated on its own. The physician determined it to be a leak in the system. A replacement was recommended. No additional information was reported.